Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. One lot was sold and distributed to the patient in a three month time span prior to the event. Batch records for the los identified was reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
On (B)(6) 2017 an end stage renal disease (esrd) patient on continuous cycling peritoneal dialysis (ccpd) reported the inside of the cassette door was wet at the end of treatment while removing the cassette and the patient was advised to discontinue use of the cycler and the cycler was replaced. The patient reported she was going to finish treatment using manual exchanges. On (B)(6) 2017 the patient¿s peritoneal dialysis (pd) nurse confirmed the patient was able to complete her treatment without any adverse events. On (B)(6) 2017 the patient¿s peritoneal dialysis (pd) nurse reported that the patient sent back the cassette with the cycler for failure analysis. However, the cassette has not been received to date.